Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on november 21, 2019 revealed that the calibration was out of specifications and did not produce a passing sample mesh. The roller gear, roller, shoulder bolts, and side plates were visibility damaged. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut after the collars and gear were replaced. The 2:1 ratio cutter, serial number (B)(4), produced a complete cut after the collars and gear were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 21, 2019 which included replacement of the belleville washers, shoulder bolts, ball detents, side plates, roller, roller gear, and bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was not able to be reproduced during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesher has a ratchet issue. When using the ratchet, the dermacarrier was going backwards away from the mesher gears. Not towards the mesher. The event occurred during the meshing of previously recovered cadaver donor skin. During the investigation, it was discovered that the device did not produce a passing sample mesh. No adverse events were reported as a result of this malfunction.